Event description:
Three gore tag thoracic endoprostheses were implanted to repair the pt's descending thoracic aortic aneurysm. Resistance was felt when the physician was removing a 24 fr gore introducer sheath with silicone pinch valve. The physician felt the pt's right external iliac artery tear. When the sheath was completely removed, the physician noticed that a segment of the pt's right external iliac artery and right common femoral artery came out iwth the sheath. The physician repaired the artery with an 8 mm hemashield dacron vascular graft, which required an abdominal incision. The pt lost one liter of blood. The pt tolerated the procedure. The sheath was discarded and will not be returned to gore for analysis.